Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no stimulation sensation. Two days earlier about (B)(6) 2010, the device stopped working. In the last ten days, if the pt bent over the device shut off and if the pt stood up the device turned on. All three green lights on the pt programmer came on. Pt tried increasing the stimulation and felt nothing. Pt had not had any falls or accidents other than being knocked down by a wave. The pt was at home in fair condition. Her battery was checked about a year ago when she was told she had two years left. Additional info has been requested, but was not available as of the date of this report.